Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('menorrhagia'), genital haemorrhage ('bleeding,') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 627728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, iron deficiency anemia, gastric bypass, sinusitis, headache, sciatica, respiratory tract congestion, wheezing, cough, neck pain, gerd, mood disorder, fatigue, depression, ra, gastric disorder, feeling bad, fever, diarrhea, chest pain, bronchitis, nose bleeds, oral mucosal blistering, chronic cervicitis, endometrial disorder, adenomyosis, ovarian cyst, endometriosis and menses irregular. Concomitant products included hydrocodone and oxycodone hydrochloride;paracetamol (percocet). On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems") and dysmenorrhoea ("dysmenorrhea."). The patient was treated with surgery (ablation and hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, autoimmune disorder, dyspareunia, urinary tract disorder and dysmenorrhoea outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: the micro insert was deployed and fully expanded. Handle with delivery catheter was removed 2 coils on the right and 3 on the left were then visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: bilateral micro-inserts in satisfactory positive; tubal occlusion is evident.. Pathology test - on (B)(6)2019: uterus, hysterectomy and bilateral salpingo oophorectomy: chronic cervicitis. Basalar endometrium adenomyosis of myometrium. Unremarkable right ovary. Benign simple cyst of left ovary. Unremarkable fallopian tubes.. Lot number: 627728 manufacture date: 2008-07 expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding,'), menorrhagia ('menorrhagia') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 627728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, iron deficiency anemia, gastric bypass, sinusitis, headache, sciatica, respiratory tract congestion, wheezing, cough, neck pain, gerd, mood disorder, fatigue, depression, ra, gastric disorder, feeling bad, fever, diarrhea, chest pain, bronchitis, nose bleeds, oral mucosal blistering, chronic cervicitis, endometrial disorder, adenomyosis, ovarian cyst, endometriosis and menses irregular. Concomitant products included hydrocodone and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems") and dysmenorrhoea ("dysmenorrhea."). The patient was treated with surgery (ablation and hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, autoimmune disorder, dyspareunia, urinary tract disorder and dysmenorrhoea outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: the micro insert was deployed and fully expanded. Handle with delivery catheter was removed. 2 coils on the right and 3 on the left were then visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral micro-inserts in satisfactory positive; tubal. Occlusion is evident.. Pathology test - on (B)(6) 2019: uterus, hysterectomy and bilateral salpingo. Oophorectomy: chronic cervicitis. Basalar endometrium. Adenomyosis of myometrium. Unremarkable right ovary. Benign simple cyst of left ovary. Unremarkable fallopian tubes. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.